Event description:
A report was received in 2002 regarding a memorylens which had been implanted in a patient's left eye in 2000, which lens has opacified. Visual acuity at exam was reported at 20/20 os. The doctor is planning on explanting the lens in the near future, and he stated that the patient's condtion was good.